Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A healthcare provider reported that a patient experienced three severe hypoglycemic episodes while using pod therapy. The most recent event occurred on (B)(6) 2026, and was characterized as a severe hypoglycemic episode; however, the provider was unable to confirm whether a seizure occurred on this specific date. The provider supplied glucose data from (B)(6) to (B)(6) 2026, which showed that the patient¿s glucose level fell below 54 mg/dl approximately 1% of the time around the period of the reported event. Parent also reported of this event to insulet on (B)(6) 2026. No information was available regarding the duration of pod wear at the time of the incident. Additionally, details related to treatment provided, the length of any medical evaluation, and specific clinical symptoms were not reported. The healthcare provider noted ongoing challenges in achieving adequate glycemic control despite multiple therapy adjustments and family training. The patient¿s most recent hba1c was 8.2%.